Manufacturer narrative:
The pump will not be returning to the MFR for analysis as it remained with the pt and no autopsy was performed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt expired unexpectedly. The surgeon stated that the left ventricle (lv) was empty and had no blood in it. The pt had acute tamponade and no alarms were going off when the code was announced. The pt had blood in the chest, but the left ventricle was completely empty. Per add'l info received from the vad coordinator, the pt had been making progress during his hospitalization. Earlier in the day of the event, the pt had been extubated and he and his wife had been working with an educator in regards to the lvad. In the evening, the pt's apnea alarm went off and the pt was found unresponsive. At that time CPR was initiated and his chest was opened in ICU.